Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's family member reported customer received a blank screen from her freestyle freedom meter and experienced symptoms of hypoglycemia and one episode of falling that injured her foot. Customer's family member reported customer went to sports medical center where she was diagnosed with severe hyperglycemia and treated with "orange liquid" and an unk shot.